Event description:
The facility reported an infusion pump with a failure code 810:11. The facility's rep stated that there was no pt incident reported with this pump since the last baxter service event. Info was requested by baxter regarding the medication involved, tubing product code and lot number in use, pump programming and set-up info, the date this report occurred and specific pt info, but no additional info was available. Additional contact info was requested but no additional contact was identified.